Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were told that due to fibrosis around the lead the lead was not capturing and was misfiring. A programming change was made to increase the voltage. The lead remains in use. No patient complications have been reported as a result of this event.